Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion and no audio alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion testing to pass at 100 ml/hr and 999 ml/hr, able to occlude at 2m 32s and 14s, respectively. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, no audio alarm was found that the speaker was working as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.